Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, replaced the breath delivery unit (bdu) printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during preventive maintenance, the 840 ventilator was found to be inoperative. There was no patient involvement.